Event description:
It was reported that this patient has had multiple untreated episodes in the past and has recently received multiple inappropriate shocks due to oversensing of air bubble noises. The system was reprogrammed to alternate sensing vector at this time. No adverse events were reported.